Event description:
It was reported that the insulin pump alarmed multiple error alarms, including button error. The customer went on a vacation, when they returned, the insulin pump was not working. The customer stated that prior to the button error alarm, the buttons were unresponsive. The customer's blood glucose was 7.8 mmol/l. The customer stated that the cause might have been the heat in spain; they were on the beach. The discontinuation of the device was advised. The customer stated that they had already reverted to a backup plan of manual injections. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.